Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Pt stated that they had been charging the ins up, however they had to have the ins rebooted three times because the ins went dead; pt stated that the ins wouldn't boot back up the last time. Pt stated that they had been trying to contact hcp, however hcp was no longer in that office and pt wasn't aware of where hcp was or if hcp retired. Pt stated that they had been having severe pain right where the ins was at and that they went to get injections, however the injections didn't help. Pt stated that they were currently seeing the hcp and that they discussed this issue with hcp, however hcp was going to remove the ins but said that they could not since they didn't implant the ins, so the pt would have to discuss the removal with the implanting hcp.